Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00767, 3012447612-2018-00769, and 3012447612-2018-00770.

Event description:
It was reported that three rods were found to be identified with the incorrect length during a check. There was no patient involvement associated with this event. This is report two of three for this event.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned rod was evaluated. A review of the manufacturing records determined that the length of the rod matched the part number laser marked on the rod, and also matched the part number and description on the package label; however, the length marked on the rod is incorrect. It was marked as 50mm instead of the correct length of 55mm. The cause is attributed to a manufacturing error during the laser marking process.

Event description:
It was reported that three rods were found to be identified with the incorrect length during a check. There was no patient involvement associated with this event. This is report two of three for this event.